Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion breaching the ring electrode cable lumen with the cable coating intact at proximal region of the lead consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis. Insulation abrasion.